Event description:
The end user pushed back while sitting on the rollator. The wheel broke off and the end user fell. She suffered a finger and leg laceration.

Manufacturer narrative:
The end user reported she pushed herself backwards while sitting on the rollator. One of the wheels apparently broke and she fell. She suffered lacerations on her left calf and index finger when she fell, both of which required surgical repair. The end user states she had the device for five years. The reported lot number indicates the device was manufactured approximately two years ago. The sample was not returned for evaluation. We were not provided with photos. We do not know the exact location of the break on the device. The model number and lot number have not been confirmed. The overall condition of the device is not known and the end user reported that no maintenance had been performed on the device during the time she owned it. We do not know if this was a contributing factor to the reported incident. The owner's manual states that the rollator should not be moved while anyone is sitting on the seat. Without the sample, we have not confirmed the issue or identified a root cause. However, due to the reported injury, this medwatch is being filed.